Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right atrial (ra) lead had low pacing lead impedance and noise which led to oversensing and inhibition of cardiac pacing. The physician explanted and replaced the ra lead on (B)(6) 2022. Also, the physician noted some insulation damage on the lead after the explant procedure which is suspected to be the root cause of lead oversensing and low pacing impedances. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise, low pacing lead impedance and insulation damage were confirmed. As received, a partial lead was returned in two pieces. Multiple external insulation abrasions were found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to the external insulation abrasions with exposed outer coil which is consistent with friction to the device can.